Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because communication with a scope failed due to deterioration of the socket caused by corrosion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluated was performed by olympus. The evaluation found that the allegations were confirmed and were due to a socket deteriorated by corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the beginning of a diagnostic procedure, the evis exera iii xenon light source displayed a b30 scope communication error message with interferences. The intended procedure was completed successfully with the same device without delay. There were no reports of patient harm associated with this event.